Event description:
It was reported that the handpiece began smoking while the equipment was being tested. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was evaluated at the manufacturer for evaluation, and the reported condition of the product smoking was duplicated. Based on the investigation details, the likely cause was problems with the filter and vacuum causing the motor and pc board to fail. Those parts were each replaced along with other components.